Event description:
Abbott libre 3, quits reporting blood glucose levels for long time periods. Today it quit reporting numbers for 10 hours with no fault alerts. I have had issues like this 3-4 times a week with the libre 3 not reporting numbers for 5+ hours and it has happened with multiple units of the device.